Event description:
The service technician reported that during a pump jam test of the device at the (B)(4) service center, the display pump goes "black" and pump disappears from the central control monitor (ccm). After about ten seconds, the display comes back on and the pump goes back on- line. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.